Event description:
It was reported that the confianza pro guide wire was being used to treat an occluded subclavian with organized thrombus. Upon advancement, the tip of the guide wire became embedded in the thrombus and during an attempt to remove it, the tip separated. The separated guide wire tip remained in the pt's anatomy and no attempts were made to remove the separated guide wire tip. No other event or pt info is available.

Manufacturer narrative:
The analysis of the returned portion of the guide wire revealed that while the length of the coil section of confianza pro guidewire is 200 mm, the returned guidewire was fractured at 188 mm distal from the proximal end of the coil, and the separated tip was not returned. Approx 3 mm of the returned coil distal end was slightly curved, while no other curve or sharp bends were observed with the coil portion as well as the guidewire shaft. Observation by scanning electronic microscopy revealed the trace that the core wire was rotated counterclockwise before breaking. The conclusion from the info provided and the product investigation results, it appears that guidewire was manipulated in a counterclockwise torque, while the distal portion of the guidewire was trapped by the lesion and it's free movement was restricted, so that some force exceeding the product limit, resulting in the separation. The core wire was similarly twisted and broke. Approx 12 mm of the distal guidewire was not returned.